Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("14 day periods, heavy bleeding, clots, severe pain.") And genital haemorrhage ("14 day periods, heavy bleeding, clots, severe pain.") In a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("14 day periods, heavy bleeding, clots, severe pain."). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had not resolved. The reporter provided no causality assessment for genital haemorrhage, menorrhagia and pelvic pain with essure. The reporter commented: discrepant information was provided as a stop date was given to the event and the outcome of the event was captured as not recovered. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.